Event description:
The patient developed an unspecified infection; it was noted that it was not mrsa or staph aureus. The pump was explanted. The patient returned home and the wound is being managed by a local physician via "silver tape". The patient was taking oral medication to replace the use of intrathecal medication. It was noted that the patient felt the spasms coming back; it was thought that the patient had such great success with the pump that they suspected that he was adjusting back ot oral medication. The infection was treated with vancomycin. The device system was used to deliver baclofen.